Event description:
Caller alleged discrepant results compared with the doctor's point-of-care (poc). Results as follows: date: (B)(6) 2011, inratio2: 4.0, poc: 3.1. Patient's therapeutic range: 2.5-3.5 inr. Historically, patient is around 2.8 inr.

Manufacturer narrative:
Investigation pending.